Event description:
It was reported that the valve was not flushing properly prior to implantation.

Manufacturer narrative:
The returned valve was not patent due to a large tear across the top of the delta chamber. This damage precluded all further testing. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.